Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: 4074-52 lead implanted 2013-(B)(6). (B)(4).

Event description:
It was reported that the right atrial (ra) lead had exhibited high impedance since implant. At a routine follow-up, fluctuations were also observed in the lead impedance trend for both unipolar and bipolar. A failure to pace at maximum output was seen while noise and undersensing of p-waves were also observed. A lead fracture is suspected. Lead sensitivity was adjusted and the lead remains in use. It was decided to monitor the patient for three months with minimum output and maximum sensing sensitivity. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary:the lead was not returned for analysis. However, performance data was received and analyzed and indicated the impedance on the atrial pacing lead was beyond the expected upper range. Weekly pacing impedance trend data shows atrial bipolar and unipolar impedance has been varying throughout the record. Impedance measurements of greater than 2000 ohms began in (B)(6) 2013.